Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not correctly fill the cartridge. There was no adverse impact the customer¿s blood glucose. Tandem technical support guided the customer through properly changing the cartridge customer loaded a new cartridge to resolve the issue.